Event description:
It was reported the patient was not charged the ipg in several months and is unable to locate the ipg using the patient programmer and the charging system. The patient is currently not receiving therapy. Subsequently, a replacement charger was sent to the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.